Event description:
The following info was reported to kci by the pt: on (B)(6) 2011, the pt reported via telephone that activ.a.c. Therapy caused an infection. Additional info on (B)(6) 2011, the doctor reported that the pt was started on activac therapy on (B)(6) 2011 for promotion of granulation tissue formation. According to the healthcare providers, the pt had been very non-compliant, not showing up for dressing changes or appointments and on (B)(6)2011 the pt had to have adhered v.a.c. Granufoam dressing removed from the wound surgically under local anesthesia at the office due to missing dressing changes and allowing granulation tissue growth into the v.a.c. Granufoam. It was originally reported that the pt may have experienced signs of infection but it was later clarified by the doctor that the pt had not had any wound infections as a result of the reported non-compliance.

Manufacturer narrative:
The unit passed quality control checks and met specifications prior to and after placement with the pt. There was no evidence of an operational malfunction with the device during the qc inspections. The v.a.c. Granufoam was not returned for eval. Device labeling, available in print and online, states vac foam dressings are not bioabsorbable. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.